Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that there was defective por recycling occurring. It was noted that it was an out of box failure.

Manufacturer narrative:
Correction: analysis of the returned ins (serial # (B)(4)) found that the ins experienced a parity por. The ins was received in an unopened shrink-wrapped box with unopened sterile packaging, and the service life of the ins had not been started. According to diagnostic data taken from the ins the parity por count was at three. This indicates that a recharger and/or programmer had communicated with the ins three times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes that another parity por occurred and will continuously inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. For this ins, the por diagnostic had been cleared after the parity por count had reached three. The ins passed t he final functional test. The initial review/trace report findings were the por as programmer diagnostics showed a parity por and that the implant life had not been started. Visual inspections of the connector module/cover, connector ports, access hole adhesive, grommets, setscrews, and shield/can were all ok. The telemetry test was ok and the initial output test resulted in good stable output with all electrodes referencing the #0 and #8 electrodes. The pressure on the ins can test results were ok. No further analysis was performed.

Manufacturer narrative:
Correction: upon further review conclusion code no longer applies to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that a power on reset (por) was seen twice in an out-of-box scenario while the rep was interrogating the implantable neurostimulator (ins) with a recharger prior to implant. The rep didn't interrogate the ins with a physician programmer to see the por code. The battery was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.